Event description:
Pt with basilar neck and greater trochanteric fracture underwent left cath cart endoprosthesis and left or in guarded condition. At 1645 on arrival in recovery room, blood pressure 68/30, went up to 109/82, then 71/46, then unable to measure blood pressure at 1474. Pt expired at 1800. Initial investigaton shows outcome probably an adverse response to the cement. Note: since this is known risk to use of the product, there is conflicting opinion as to whether it is reportable.